Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that the epg failed incoming testing due to an out of electrical specification main printed circuit board (pcb). Additionally, the hanger assembly was cracked, the upper case was cracked at the boss, the lower case was cracked, and the display wire was pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was cracked. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 175.03mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 52.38mv. Logs analyzed, "810", "820", and "722" errors found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.